Manufacturer narrative:
Patient identifier - requested, not provided. Age and date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during the procedure, when the device/sheath assembly was pulled, and tension was applied to push the tamper tube, the device/sheath assembly was withdrawn together, and the hemostasis failed. There was no anchor observed from the tip of the assembly. Hemostasis was successfully achieved by a hemopatch. After the procedure, when the insertion sheath was cut to check where the anchor went, the anchor was present inside the sheath. The physician had completed the training process on the device prior to this case. The puncture site was right common femoral artery. The size of the sheath ancillary used was unknown. There was no health damage to the patient.

Manufacturer narrative:
One 8fr angio-seal sts carrier tube assembly mated with the hemostatic sheath was returned for evaluation. No other accessory components were returned for evaluation. The device was subjected to visual inspection where the deployment sleeve was noted to be in the full rear lock position. Based on the complaint description, the hemostatic sheath and carrier tube assembly were cut to ensure the anchor was still in the device, and a cut was confirmed 0.8825" from the tip of the hemostatic sheath. No other anomalies were noted. No anomalies were noted with the carrier tube assembly or anchor. Functional testing was conducted. The anchor and collagen were able to be deployed; however, the compaction tube did not release. The sts IFU states: "do not proceed until you are certain that the anchor has been properly deployed. If the anchor is improperly deployed, the angio-seal device will not function." Based on the evaluation performed, the complaint can be confirmed for pullout. The device was able to be deployed even with the purposeful cut in the sheath and carrier tube assembly. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined. Based on the investigation results it is likely that the device was not placed in the full forward lock position or an obstruction to the anchor posting to the distal tip. The device history record was reviewed to ensure each manufacturing and inspection operation was performed. The review determined the process was performed and completed according to terumo medical corporation's specifications and procedures.